Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6)2025. As of 11-sep-2025, the patient reported they had not experienced any therapeutic effect from the device; however, the patient had not scheduled or had any follow-up appointments and had not responded to attempts to schedule the appointment. It was noted that the patient experienced pain at the incision site and had been hospitalized. The patient had been discharged but was still experiencing pain. A follow-up appointment was scheduled for (B)(6)2025.

Event description:
A barostim system was implanted on (B)(6) 2025. As of (B)(6) 2025, the patient reported they had not experienced any therapeutic effect from the device; however, the patient had not scheduled or had any follow-up appointments and had not responded to attempts to schedule the appointment. It was noted that the patient experienced pain at the incision site and had been hospitalized. The patient had been discharged but was still experiencing pain. A follow-up appointment occurred on (B)(6) 2025, and therapy was increased. It was noted that the patient was a poor historian, and no complaints of pain or mention of hospitalization occurred during the follow-up, and the patient would not answer questions regarding the event.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6, h11. Cvrx ID# (B)(4).